Manufacturer narrative:
Zoll medical corp has not rec'd the product, and this complaint is still under investigation.

Event description:
Complainant alleged that after a cardioversion procedure on a male pt, the pt sustained small burn marks on the borders of where the defib electrode pads were applied. In addition, the md indicated that he heard an "arc" sound at the site of the burn. Complainant indicated that there was no adverse effect to the pt, due to the reported malfunction.